Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 210 mg/dl. The customer stated that the alarm occurred during manual prime. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The reservoir will not be returned for analysis.